Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 patient experienced a detached sensor wire. Patient reported after insertion, sensor wire remained in applicator. No medical intervention was required.